Event description:
It was reported that the patient was not satisfied with the concealability of this tactra implant. As a result, the device was explanted and replaced with an ambicor penile prosthesis. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of device operates differently than expected was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, no problem was detected that contributed to the reported event. A conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was not satisfied with the concealability of this tactra implant. As a result, the device was explanted and replaced with an ambicor penile prosthesis. No patient complications were reported.